Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the 840 ventilator, and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb). Additionally, he also replaced the breath delivery (bd) pcb due to loss of bd communication. The device passed all required calibration, extended self-test (est), and the short self-test (sst), and it was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank graphical user interface (gui) display. There was no report of patient involvement.